Event description:
The facility's biomed reported an infusion pump with a failure code 715. Although an attempt had been made to contact the reporting facility, no additional info was available regarding pt age or status, injury, medical intervention or whether the device was on a pt at the time the condition was reported.